Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had long constant beeping. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
Updated fields: b4, e1 (event site mail), e2, e3, g3, g6, h2, h3, h6 (component code, investigation findings, investigation conclusion, type of investigation). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue, the unit had an error code 118 (inform bit of continuous bit failure from a remote vas). The fse replaced the solenoid control board per the service manual and ran the unit for several hours. It seemed the problem was resolved, but the biomed called the next morning and said unit was alarming. Once the fse inspected the unit, the fse discovered the error code 118 was resolved, but it was now alarming while off and plugged in to ac power. The fse replaced the 9 volt battery and problem seemed to be resolved. We plugged unit in and turned it off and the next morning it was alarming again with no error codes. The fse then ordered a power management board and a power slot interface board. The fse installed the power management board the next day and set the unit to the side off and plugged into ac power. Biomed said it had not alarmed by 4pm so I drove home. Unit seems to be working properly without alarming. Unit passes all functional testing and is cleared for clinical use.

Event description:
Na.